Event description:
An issue was reported where there was a discrepancy in the displayed and actual time on a pump, which was greater than five minutes. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in bgs above 500 mg/dl or below 54 mg/dl. Customer technical support assisted the caller in updating the pump time and advised monitoring the situation and following up if the time discrepancy recurs. The caller understood and acknowledged the guidance.